Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain upper ("stomach problems/stomach ache") and irritable bowel syndrome ("diagnosed with ibs-d, gotten progressively worse"). The patient was treated with dietary measures (intermittent fasting, eliminated coffee,alcohol and sugar from diet) and surgery (essure removal surgery). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation and abdominal pain upper outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain upper, device dislocation and irritable bowel syndrome to be related to essure. The reporter commented: progressively worsening ibs-d improved with diet. On (B)(6) 2018, the patient was 2 weeks post op and feeling good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: newly added events-device migration, irritable bowel syndrome, reporter was added, date of removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain upper ("isb-d/ stomach problems/stomach ache"). The patient was treated with dietary measures (intermittent fasting, eliminated coffee,alcohol and sugar from diet) and surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 13-apr-2020: social media received. New event 'stomach ache' was added, clubbed with previously reported event 'stomach problems'. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("diagnosed with ibs-d, gotten progressively worse"), abdominal pain upper ("stomach problems/stomach ache"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with dietary measures and surgery (total laparoscopic hysterectomy,bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain upper, pelvic pain and menorrhagia outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain upper, device dislocation, irritable bowel syndrome, menorrhagia and pelvic pain to be related to essure. The reporter commented: progressively worsening ibs-d improved with diet (intermittent fasting, eliminated coffee, alcohol and sugar from diet). On (B)(6) 2018, the patient was 2 weeks post op and feeling good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device is demonstrated in fallopian tubes in good position bilaterally.. Lot number:627752 manufacturing date:2008/08 expiration date:2010/08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("diagnosed with ibs-d, gotten progressively worse") and abdominal pain upper ("stomach problems/stomach ache"). The patient was treated with dietary measures and surgery (essure removal surgery). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation and abdominal pain upper outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain upper, device dislocation and irritable bowel syndrome to be related to essure. The reporter commented: progressively worsening ibs-d improved with diet (intermittent fasting, eliminated coffee, alcohol and sugar from diet). On (B)(6)2018, the patient was 2 weeks post op and feeling good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: fu 10 and 11 were processed together. Quality safety evaluation of ptc on 28-jan-2020: fu 10 and 11 were processed together. Pif received: cluster ID were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("diagnosed with ibs-d, gotten progressively worse"), abdominal pain upper ("stomach problems/stomach ache"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with dietary measures and surgery (total laparoscopic hysterectomy,bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain upper, pelvic pain and menorrhagia outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain upper, device dislocation, irritable bowel syndrome, menorrhagia and pelvic pain to be related to essure. The reporter commented: progressively worsening ibs-d improved with diet (intermittent fasting, eliminated coffee, alcohol and sugar from diet). On (B)(6) 2018, the patient was 2 weeks post op and feeling good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device is demonstrated in fallopian tubes in good position bilaterally.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received : reporter, lab data, lot number added. New events added - pelvic pain and menorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("diagnosed with ibs-d, gotten progressively worse") and abdominal pain upper ("stomach problems/stomach ache"). The patient was treated with dietary measures and surgery (essure removal surgery). Essure was removed in (B)(6)2018. At the time of the report, the device dislocation and abdominal pain upper outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain upper, device dislocation and irritable bowel syndrome to be related to essure. The reporter commented: progressively worsening ibs-d improved with diet (intermittent fasting, eliminated coffee, alcohol and sugar from diet). On (B)(6)2018, the patient was 2 weeks post op and feeling good. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, intervention required was ticked for event migration. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastric disorder ("isb-d/ stomach problems"). The patient was treated with dietary measures (intermittent fasting, liminated coffee,alcohol and sugar from diet) and surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and gastric disorder outcome was unknown. The reporter considered gastric disorder and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - isb-d/ stomach problems and reporter information were added. Case - duplicate (B)(4) was found to be a duplicate of this main case - (B)(4). Hence, all data from the duplicate case (B)(4) has been transferred into this retention case (B)(4). Fup 5 & 6 were processed together. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.